Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and the atrial lead exhibited low impedance. The lead was capped. The patient was stable post procedure.